Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was over 400mg/dl and a correction bolus was delivered to address the bg level. Reportedly, a supply change was performed to address the current occlusion alarm. During a follow-up, the customer reported reverting to manual injections for insulin therapy.